Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 415 mg/dl. The customer stated that he received a replacement insulin pump and has been receiving no delivery alarms. Troubleshooting was performed and found the insulin pump was not fully programmed, the customer was assisted with programming the insulin pump. The customer stated that now the insulin pump was set up he was able to give himself a bolus, the customer stated his blood glucose was 332 mg/dl at the end of the call. The insulin pump was not returned for analysis.